Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a procedure to extract another lead, the left ventricular (lv) lead measured unusual impedance patterns. The configuration that was programmed was functioning normally, however, there was high impedance in two other configurations. The lv threshold was also very high in one configuration. Post procedure, impedances in all configurations were lower and were acceptable. Since impedances and pacing thresholds were acceptable in the programmed configuration the lead was left in use and will continue to be monitored. No patient complications have been reported as a result of this event.